Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen was cracked and chipped, rendering the device unusable and unable to be unlocked, and a replacement unit was provided. Symptoms included no reported adverse clinical effects. Outcomes included interruption of device use and replacement of the affected pump. Investigation included review of customer-provided images and complaint documentation. Investigation of this device revealed external physical damage to the display assembly consistent with impact or mishandling, resulting in inability to operate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external factors rather than a manufacturing or design issue.